Manufacturer narrative:
An event of perivalvular leak (pvl), valve underexpansion, injury of the bundle of his, left bundle branch block (lbbb), first-degree atrioventricular block (avb), syncope, tachycardia, and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl appears to be related to patient condition (severe calcification of the native valve), causing the valve underexpansion. The cause of the reported lbbb and first degree avb appears to be related to procedural condition (injury of bundle of his); however, a cause of the reported injury to the bundle of his could not be conclusively determined. The reported syncope appears to be a cascading effect of ventricular tachycardia; however, a cause of the reported tachycardia could not be conclusively determined. The reported unexpected medical and surgical intervention were results of case-specific circumstance as a post-implant valvuloplasty was performed and a permanent pacemaker was implanted during the procedure. The reported hospitalization and unexpected medical intervention were results of case-specific circumstance as the patient was hospitalized and the permanent pacemaker was re-programmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 21mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 7mm. A post-implant balloon aortic valvuloplasty was performed using a 24mm non-abbott device due to severe perivalvular leakage. Post-procedure, it's noted that the patient developed a new left bundle branch block (lbbb) and first degree atrioventricular block (avb).there was no calcification extending beneath the aortic annular plane in the interventricular septum and the length of the membranous septum was 4mm. The decision was made to implant a permanent pacemaker. On (B)(6) 2024, it was noted the patient suffered syncope while at home. Pacemaker interrogation revealed that patient had tachycardia with a heart rate of 300 beats per minute. It's noted that while hospitalized the patient had several episodes of monomorphic and polymorphic ventricular tachycardia. It's noted that the patient's pacemaker was re-programmed to a higher pacing rate. The cause of the patient's lbbb and first degree avb is attributed to an injury of the patient's bundle of his. The cause of perivalvular leak is attributed to severe calcification of the native valve causing a lack of expansion of the 27mm navitor valve. The cause of the patient's syncope is attributed to ventricular tachycardia. The patient's tachycardia is attributed to ventricular extrasystoles with short coupling interval. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.